Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller through various troubleshooting steps, including inspecting and cleaning the pump parts, but the cartridge could not be successfully loaded. The issue was escalated to further support, where it was resolved by using a new cartridge from a different box, which worked without issue. The customer expressed satisfaction with the resolution and planned to discuss obtaining a new pump with their parents.